Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandfather reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 494 mg/dl. The grandfather stated that his daughter had moderate ketones and a bent cannula. The grandfather performed the hp test with a hemostat. The grandfather stated that the hp test passed with no delivery. The customer declined to troubleshoot for high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.